Manufacturer narrative:
Device evaluation: the zebd-7-7 device of lot number c1846077 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.. A review of the manufacturing records for zebd-7-7 of lot number c1846077 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1846077. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. A definitive root cause cannot be determined. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pig tail of the stent using the straightener and attempted to advance it over a 0.035 inch wire guide(boston scientific's jagwire) and noticed a kink in the pig tail. He used another device (maker and size unknown) to complete the procedure. The patient did not experience any adverse effects due to this occurrence. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. See description of event. 2 what was the target location for the stent? Common bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific's jagwire 0.035 inch 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Est 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? See description of event. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf-240 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? Common bile duct 11 was the stricture dilated prior to placing the device? No 12 was resistance encountered when advancing the stent through the obstructed area? No 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. None 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed.